Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Upon the clinical findings, a root cause pointing to manufacturing or design was not identified based on the available information. It was determined that product use was incongruent with the IFU due to the bilateral iliac artery aneurysms greater than 2.3 cm indiameter. Notably, angiography demonstrated stenosis of the right aorto-iliac junction (6.5 mm). Cautionary product use conditions that might have contributed to this event included the use of an endovascular stent within a surgical graft status post aortic rupture ten months prior to this event. Patient factors that might have contributed tothis event included: the continued use of tobacco products; and, suboptimal international normalized ratio (inr) results of 1.8 discovered at the first event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional device info: lot: 1252602-008; expiration date: 01/28/2018 and release date: 02/17/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2015, w/a bifurcated and a two limb extensions to reline and correct an issue with a competitor graft. Within a week, the patient was found to have an occlusion in the limb. Physician performed an angiojet and declotting to re-establish flow. No patient injury was reported.